Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, although it was confirmed that foreign material was present in the nozzle, the specific material could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ this supplemental report includes a correction to b5 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device issue caused a 10-minute procedural delay while the patient was sedated. However, no medical intervention was required, and the patient outcome was reported as ¿good.¿ the device was inspected prior to use per the instructions for use (IFU) manual. Furthermore, it was reported that the device was cleaned, disinfected, and sterilized before it was sent to olympus for a device evaluation. The customer confirmed that there was no foreign material observed in the scope prior to returning to olympus. There was no delay in the precleaning of the device, and the device was presoaked in a detergent solution. The air/water nozzle was flushed with water, air, and a detergent solution.

Event description:
The customer reported to olympus, the colonovideoscope had no air flow. The issue was found during preparation for a diagnostic endoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm. The device was returned and evaluated, and a clogged nozzle was identified. This report is being submitted for the phenomenon found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found clogged nozzle, distal end plastic cover insulation - scratches and dent on plastic and distal end cover, bending section rubber glue - crack glue, crack light guide lens, cut on switch, air water supply - clogged nozzle, insertion tube insulation, surface scratches on light guide tube, control knob movement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.